Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Photos were not provided for review. The investigation is still on-going. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Material#: unknown. Batch number#: unknown. It was reported by customer that patient with a pleurx catheter that is leaking around the catheter from inside the patient. Caller states there is no visible cracks in the catheter on the outside of the patient. Verbatim#: rcc received a complaint via call. Email(s) attached. Caller states they have a patient with a pleurx catheter that is leaking around the catheter from inside the patient. Caller states there is no visible cracks in the catheter on the outside of the patient.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a catheter was identified leaking around the catheter from inside the patient. It was further reported that there were no visible cracks in the catheter on the outside of the patient. There was no reported patient injury. Verbatim#: rcc received a complaint via call. Email(s) attached. Caller states they have a patient with a pleurx catheter that is leaking around the catheter from inside the patient. Caller states there is no visible cracks in the catheter on the outside of the patient. Response received: 1. What is the date of event? Information is not available. 2. Please share the material & lot number. Not available 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No injury to patient, issue has been resolved. 4. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Sample discarded.